Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm while sleeping. Reportedly, the wake button has not responded as expected and has been "sticking". Customer's blood glucose level was 186 mg/dl. Customer delivered an injection of long acting insulin and stated they will continue to use the pump for insulin therapy.